Event description:
It was further reported that three additional batteries were involved in this event.

Manufacturer narrative:
Product event summary: the batteries were not returned for evaluation. Analysis of the data log file revealed that the batteries discharged as expected when in use. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery. D4: model 1650de. Serial number: (B)(6). Expiration date: 05-jan-2109. UDI: (B)(4). D10: no. H4: mfg date: 05-jan-2018. H6 patient codes(s): c76143. H6 device code(s): c63030. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery. D4: model 1650de. Serial number: (B)(6). Expiration date: 31-jan-2019. UDI: (B)(4). D10: no. H4: mfg date: 05-jan-2018. H6 patient codes(s): c76143. H6 device code(s): c63030. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery. D4: model 1650de. Serial number: (B)(6). Expiration date: 31-jan-2019. UDI: (B)(4). D10: no. H4: mfg date: 05-jan-2018. H6 patient codes(s): c76143. H6 device code(s): c63030. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's batteries was discharging in less than two hours. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data logs reveled that the battery discharged as expected when in use. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.